Event description:
The distributor of the disposable infusion pump and infusion set reported that the device over-delivered medication (100cc in 40 minutes) during use at a user-facility. There is no report of pt injury.